Event description:
The passeo-18 peripheral balloon catheter was selected for treatment. The balloon was inflated up to nominal pressure then to maximum 8 and then the balloon ruptured in the sfa.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon has been inflated. Upon inflation during functional testing, a fine jet of water was seen to emerge from the proximal balloon portion. Microscopic inspection revealed a small pinhole in the balloon about 2 mm distal to the proximal radiopaque marker. Deep scratches were observed in close vicinity to the pinhole which have likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause was determined. The most probable root cause for the reported event is related to the patients anatomy.